Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed. The device passed the homechoice rite functional test and passed the homechoice rite electrical test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain - inappropriate bypass of caution: negative ultrafiltration (uf) alarm. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with a drain volume of 5786 ml during cycle 2. Largest prescribed fill volume: 2900 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.